Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the implantable cardiac monitor (icm) having error after being interrogated. The icm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿inappropriate or unexpected reset¿ was confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator. Analysis of the device image revealed that device triggered reset due to code corruption. Device was restored to shipped settings and analysis was performed which indicated normal device functionality. Reset operation could not be reproduced. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control test prior to distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.